Manufacturer narrative:
The reported failure "flow not stable" occurred during use and the device was exchanged with a new one. As stated in the communication grid in the complaint dated on (B)(6) 2020 the problem on the rotaflow was found. The reported failure was cause by the damage cable (lemo rfd master connector ¿ part no. 70103.4666). The distributor will order the lemo rfd master connector for replacement. The reported failure is already investigated by our life cycle engineering (lce) in complaint (B)(4) under (B)(4) with the following result: in order to determine a probable root cause the investigation was performed on 2020-04-16. As stated in the investigation report (B)(4) it could be confirmed that the deviation of the flow values is 2-5 times higher than expected. The most probable root cause is related to a defective shielding of the affected coaxial cable. Device history record (DHR) was reviewed on 2020-08-10 and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The reported failure "flow not stable" occurred during use and could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported from (B)(6) that the rotaflow drive measured the blood flow but flow is not stable. The rotation speed of the pump is constant but the flow value changed constantly. The event occurred during patient treatment and the device was replaced with a new one. No harm to any person reported. Complaint ID: (B)(4).